Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. It was also reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer will continue to use the current pump. The customer's blood glucose was 119 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.